Event description:
It was reported that during a routine visit this right ventricular (rv) lead was suspected to have fractured. This rv lead exhibited high out of range impedance measurements during a pacing system analyzer (psa) lead testing. A fluoroscopy imaging was performed but was not able to confirm the lead fracture. A lead revision was conducted, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.